Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 365 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia, nausea and shortness of breathe. The patient reports they had applied a new pod and administered a bolus prior to going to the hospital. Once at the hospital the patient was placed on an intravenous therapy of fluids. The patient was discharged from the hospital after 8 hours.